Manufacturer narrative:
A ge healthcare service representative replaced the bag/vent switch was replaced and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
A ge healthcare service representative reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.